Event description:
It was reported that the insulin pump alarmed compromised force sensor system while priming and putting in a new infusion set. The blood glucose reading was 600 mg/dl. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window, missing end cap sticker, and a cracked case near the display window corners were noted during the visual inspection. The insulin pump functioned properly during the rewind. The insulin pump alarmed during the basic occlusion test due to a loose drive support disk.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.